Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One sample was returned for review. Only the dual lumen, molded junction, and strain relief section was returned. The catheter tubing was not returned. Visual inspection confirmed a crack in one of the dual lumen luers that when functionally tested with a colored water filled syringe, leakage occurred. Therefore, this complaint will be confirmed. Possible causes for the damage to the luer could be related to the mishandling of the product during assembly, unit storage, packaging, shipping, or in the user environment. Since a definite root cause could not be established, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A customer reported that a peripherally inserted central catheter (PICC) was placed and on the same day, a vas nurse flushed the line and noted leaking coming from a seam of the heart of the PICC. A new PICC line was placed for continuation of prescribed therapy. There was no patient harm. The product is available for return.